Event description:
It was reported that there was a malfunction resulting in inability to switch ventilation modes as expected during a case. There was no patient injury.

Manufacturer narrative:
The customer declined ge service. No repair information available. Block a: no patient information provided to date after calls to customer 07/28/23 and 08/04/23. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.